Event description:
A surgeon reports a pt complained of diplopia one day following intraocular lens implant surgery. Symptoms persisted over the next three weeks and the surgeon decided to perform a lens exchange. Symptoms resolved following the exchange.